Manufacturer narrative:
This supplemental report is being submitted to correct the brand name and to update section 510k and to provide additional information regarding the reported event that was omitted on the initial MDR, MFR report# 1049092-2016-00144 that was submitted on april 07, 2016. Additionally it was reported that the patient needed more wound dressings and used a product that was recommended by his pharmacist when his regular dressing was not available. The patient was only able to tolerate the product for 12 hours after application. The patient wound care included a steroid creme applied in a thin layer and occluded by wound dressings and absorbent pad. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on april 26, 2016, (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Based on the available information, no product malfunction occurred. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported by the end user that after using the product for the first time they experienced worsening of the wounds, increased pain, redness, exudate, and signs of infection. The patient stated they were only able to tolerate the product for 12 hours after application to treat a history of venous stasis ulcers and pyoderma gangrenosum leg ulcers. Once the product was removed he noted that his wound was "six times larger" than previous cases. He then applied a different type of dressing. He stated that typically when he uses the steroid cream as treatment at early sign of wound recurrence, the wound heals during two or three days. These wounds have now been present for 3 weeks and only now show signs of improvement.

Manufacturer narrative:
(B)(4). A batch record review indicated no discrepancies related to this complaint. A photograph has been received for this complaint and was evaluated. The photograph only captured the market unit carton with the lot number and, therefore, could not be used to determine whether or not the product met specification. The sterilization certificate was included in the file, reviewed, and confirmed that the lot was sterilized according to procedure. Process checks and quality checks were performed with acceptable results. No further action is required and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on july 11, 2016.